Event description:
It was reproted to MFR by facility that a resident while being transferred from bed to chair fell from the sling. "During a two c.n.a. Transfer, as they moved the lift from the bed to the wheelchair it was believed the sling was secure to the cradle. After evaluating incident, it appears to facility that the strap on the upper left sling was stuck on the uppermost portion of the cradle hook. It was secure enough there to raise the resident from the bed straight up. However when the lefter was moved from under the bed, the sling strap became dislodged and slipped off. Resident fell out of the sling. Resident was sent to the ER where x-rays and cat scans were negative. Laceration to left ear which required sutures". Mfg sales person to visit facility to do additional inservicing and view lift video with them. "Per facility they look forward to this training".